Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implantation procedure, the right ventricular lead exhibited high pacing impedance. Tools could also not be inserted into the lead. The lead was switched out to complete the procedure. Patient had no consequences as a result of the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.